Event description:
The hcp reported the device was explanted due to an infection.

Event description:
The hcp reported that the diagnosis of infection was made in 1/2005. The pt was experiencing fever and "increased behavioral problems" and was diagnosed with meningitis. The primary location of the infection is unk. A culture of the cerebrospinal fluid was obtained and citrobacter braakii was isolated. No drug withdrawal was noted. The family refused treatment. The pt was moved to a long-term treatment facility in another area. The date of death is unk. The hcp indicated that the death was "not related to the drug delivery system".